Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, high pacing lead impedance and high capture threshold were observed. Lead was capped and replaced. Patient condition after the event was good.